Event description:
It was reported that the vns pt's generator was found to be programmed at unintended settings at a f/u visit. The generator was set to 0 ma. It was indicated that the pt's last visit with the neurologist was in (B) (6) 2008. The neurologist was informed that an interrupted diagnostic test could cause the device to be programmed to 0 ma. Good faith attempts to obtain programming history and additional information regarding the reported event have been unsuccessful to date.